Event description:
On march 6, 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned and evaluated by animas product analysis on 4/4/2012 with the following findings: the pump was able to be locked and unlocked. The pump was excersized for 24 hours and no self locking was observed. The keypad was fully intact with no peeling or damage observed. The ok and contrast keys were intermittently responsive and required excessive force to activate the pump. All other keys were responsive and had normal spring back or click. The keypad was removed to investigate. No hypersensivity or inverted contacts were observed. There was visible contamination under the key contacts. The keypad had worn off keypad emblems. The pump had a scratched display lens. The battery compartment was cracked from the threads to case seal.